Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas lost communication with the dexcom g7 sensor while the user continued to receive glucose values on the dexcom app, and connectivity was restored after the user toggled and restarted the g7 per troubleshooting guidance. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control and no medical care. Investigation included remote customer support review and user-guided troubleshooting to reestablish cgm communication. Investigation of this case revealed a temporary loss of cgm signal to the ilet consistent with a communication interruption, which resolved with sensor restart and did not recur during the call. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue between the cgm and the ilet.